Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. At the 'y-limb' anastomosis, the surgeon inserted the anvil into the intestinal canal, but the anvil center rod was distorted. The surgeon reported that the nurse removed the white trocar from the anvil with force. To complete the anastomosis, a new stapler was used with no problem. No patient injury or extension in surgical time. Patient status is no problem.